Event description:
It was reported that during the implant after performing unipolar testing high capture thresholds were seen as well as no capture with bipolar testing. The lead was attempted to be reposited by retracting the helix. Despite turning the helix more than thirty times, the helix did not retract. The physician decided to rotate the lead body itself with the helix not fully retracted which allowed the lead to be removed from the body. After the lead was removed, additional rotations were done to fully retract the helix. The physician noted that lead was not stable to implant and thus implanted a new lead. No additional adverse patient effects were reported. The lead was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our laboratory the complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. The inner coil conductor resistance measured as high to an electrical open with movement, indicating a fractured conductor. A stylet insertion test showed blockage 15mm from the terminal end. X-ray showed a bound up and constricted inner coil, this type of damage was consistent with inner coil over torque and helix extension and retraction difficulty. The clinical observations were confirmed based on the laboratory findings.

Event description:
It was reported that during the implant after performing unipolar testing high capture thresholds were seen as well as no capture with bipolar testing. The lead was attempted to be reposited by retracting the helix. Despite turning the helix more than thirty times, the helix did not retract. The physician decided to rotate the lead body itself with the helix not fully retracted which allowed the lead to be removed from the body. After the lead was removed, additional rotations were done to fully retract the helix. The physician noted that lead was not stable to implant and thus implanted a new lead. This lead will not be returned as it was disposed. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant after performing unipolar testing high capture thresholds were seen as well as no capture with bipolar testing. The lead was attempted to be reposited by retracting the helix. Despite turning the helix more than thirty times, the helix did not retract. The physician decided to rotate the lead body itself with the helix not fully retracted which allowed the lead to be removed from the body. After the lead was removed, additional rotations were done to fully retract the helix. The physician noted that lead was not stable to implant and thus implanted a new lead. This lead was expected to been returned. Should the lead be returned, this report will be updated. No adverse patient effects were reported.